Event description:
It was reported that this device was found to have exhibited noise via the patient remote monitoring system. The noise was able to be reproduced in all vectors while performing provocative maneuvers. An x-ray was completed with no indication of an integrity issue and confirmed the system was in good position. Additional information was received that this device exhibited myopotential oversensing and low amplitudes resulting in a recorded untreated episode. Additional information was received that this system exhibited oversensing of noise again and was subsequently explanted and replaced with a transvenous system. This system is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device was found to have exhibited noise via the patient remote monitoring system. The noise was able to be reproduced in all vectors while performing provocative maneuvers. An x-ray was completed with no indication of an integrity issue and confirmed the system was in good position. Additional information was received that this device exhibited myopotential oversensing and low amplitudes resulting in a recorded untreated episode. Additional information was received that this system exhibited oversensing of noise again and was subsequently explanted and replaced with a transvenous system. This system is expected to be returned for analysis. No additional adverse patient effects were reported.